Manufacturer narrative:
The field service engineer (fse ) noted there was a poor connection between the internal plates. All connections were reviewed and he replaced the cable connection between pcbs. The equipment has been returned to a functional state and passed all required testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.